Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient came in for a battery replacement, as the previous device was unable to be read. The lead impedance was unable to be read. During testing, the wireless external neurostimulator (wens) showed normal impedance ranges for the lead in 8-15. 0-7 was not in range, but they plugged in the out of range lead into the 8-15 and the lead read wnl. Once they placed lead into the battery, the oor came back with electrodes 0, 1, 2, 3, 7. The patient did report falls in the past. They tried doing a connectivity check on the battery and the entire lead was showing oor. When testing impedances 0, 1, 2, 3, 7 were reported out of range. The doctor tried wiping the lead several times. Since the battery was opened and in pocket they thought they could program around the electrodes in post op. The situation had not improved. The patient felt stimulation mostly on left and not the right. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the diagnostic testing for the out of range impedances and no stimulation includes the rep tried referencing different electrodes, and they also tried looking at the connectivity vs. Impedance. The rep then tried using the electrodes that were in range pushing energy to the left vs the right. The cause of the out of range impedances was not determined. The patient comes in next thursday for a post op visit and the rep will trouble shoot at that time. No further information was reported.